Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned that she had blood when trying to cath herself. Wondered if it had anything to do with this procedure. The patient was referred to her doctor. No further complications were reported/anticipated. The patient indicator for use are: urgency frequency.